Event description:
It was reported that, the customer had poor outcome with the case. It was reported that during this case the liver was transplanted. Subsequently, it was reported early evidence of ischemic cholangiopathy. Patient subsequently had an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy and stent placement. There were multiple additional intrahepatic duct irregularities noted and doppler ultrasound was ordered to assess for ischemic injury. Additional information noted issue with one cannula that was resolved with troubleshooting during the case; arterial cannula was slightly untwisted at connection.

Manufacturer narrative:
The reported event could not be confirmed. Device data was reviewed. No device malfunction or error in the device data was observed. A medical expert review confirmed the device operated as intended. Therefore, no definite root cause could be established.

Manufacturer narrative:
Investigation is still in process and investigation results will be provided once available. Added patient information to section a. B5 and b7 updated to add subsequent procedure and history of illness per additional information.

Event description:
It was reported that, the customer had poor outcome with the case. It was reported that during this case the liver was transplanted. Subsequently, it was reported early evidence of ischemic cholangiopathy. Patient subsequently had an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy and stent placement. There were multiple additional intrahepatic duct irregularities noted and doppler ultrasound was ordered to assess for ischemic injury. Additional information noted issue with one cannula that was resolved with troubleshooting during the case; arterial cannula was slightly untwisted at connection.

Event description:
It was reported that, the customer had poor outcome with the case. It was reported that during this case the liver was transplanted. Subsequently, it was reported early evidence of ischemic cholangiopathy.

Manufacturer narrative:
Investigation is in process and investigation results will be provided once available.